Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallstent biliary partially covered stent was to be used to treat a 3cm periampullary carcinoma in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's ampulla was tight and the rest of the cbd was dilated. According to the complainant, during the procedure, after the stent had been partially deployed the physician wanted to reposition the stent but it could not be re-constrained. The stent ws deployed inside the cbd but not on the target site. A dormia basket was used to try to reposition the stent but the entire stent came out from the cbd. The dormia basket was used to remove the stent from the patient and another wallstent biliary was used to complete the procedure. Reportedly, the proximal part of the stent was deformed by being grasped by the dormia basket during removal. There were no patient complications reported as a result of this event and the patient was in stable condition following the procedure.